Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not working. The customer's blood glucose values were 80 mg/dl, 61 m/dl, 179 mg/dl. Customer stated they tried different batteries and screen still blank. Customer also reported crack on the left corner of the screen by the battery compartment. Customer advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to moisture damaged electronic assembly during visual inspection. Unable to perform operating current test, a21 error test, displacement test or verify battery out limit alarm due to blank display. Device had cracked case at display window corners.